Event description:
Invision plus cap was placed on pt's central line catheter by an rn. Pt uses catheter every day. Pt reported that medication was leaking out at cap and catheter connection 5 days after cap was placed. Pt stopped the infusion and flushed catheter with 30ml ns. The cap connection did not leak with the ns flush. Pt did not notice any leaking before this episode or after this episode.